Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a carotid artery stenting treatment procedure, a sheath fracture occurred. While preparing for the procedure, the filterwire ez 190cm embolic protection system was prepped and back loaded "as usual". As the physician attempted to insert the device into the patient, the sheath broke in half, 5 inches proximal to the distal marker. There were no patient complications as the device did not enter the patient. The procedure was completed with another of the same device.

Event description:
It was further reported that the filterwire had been successfully deployed. The break occurred only in the retrieval sheath at the end of the procedure just prior to placement on the wire and into the patient for retrieval of the filterwire. The sheath prepped "just fine". There were no issues with operation of the filterwire. Another retrieval sheath was used to retrieve the filterwire without any problem.

Manufacturer narrative:
Device evaluated by MFR: updated. Only the retrieval sheath was received. The retrieval sheath was kinked through the entire sheath. There was approximately 10 cm cut off from the distal end of retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).